Manufacturer narrative:
The evaluation findings of 9 year old scope: chipped rod lenses, bent and dented shaft with broken fibers. The image is blurry and there are damaged light fibers in the distal end and the lightpost. The distal window is pitted.

Event description:
Per the facility, the scope failed during a procedure; light post dark, and the patient was in potential harm, as the surgery took 3 hrs. Versus 45 min.